Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, non-sustained right ventricular oversensing episodes due to post-pace t-wave oversensing, likely caused by fusion were noted. Programming changes were performed to resolve the issue. Patient condition was stable.